Event description:
It was reported that during a coronary stent procedure of a heavily calcified 90% rca lesion, the stent dislodged from the balloon. The delivery/stent device became stuck in the lesion and the stent dislodged during removal. The physician removed the delivery device and advanced a balloon to deploy the stent. The balloon catheter was removed and another balloon catheter was used to successfully post dilate the stent. Pt status is listed as "okay".